Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the alignment guide fractured. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
It was reported during surgery that the alignment guide broke. The surgery was completed with a second device. There was no patient impact or delay to the case. No pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual examination of the returned product identified the device had fractured at the tip. Wear marks were visible along the shaft and near the fracture site. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.